Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was not providing therapy to the patient and was displaying a "replace generator" message. The ipg was inoperable. Troubleshooting was attempted, but the ipg would not communicate with external devices. As a result, the system was explanted on (B)(6) 2021.